Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was indicated that the device was working normally without any problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was returned, inspected, and no issues were found. The subject device is functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported a poor-quality image on his olympus visera elite xenon light source due to the brightness adjustment not functioning properly. According to the initial reporter, the subject device was inspected prior to use with no abnormalities reported. The procedure being performed was a gastric bypass procedure and was confirmed completed without any complications. Though details were requested, none were provided.